Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA 04/17/2011.

Event description:
Customer alleges that the system failed during a case.